Manufacturer narrative:
The table subject of the event was installed at the user facility in october 1996 and is approximately 22 years old. The table is not under a steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. A steris service technician arrived onsite to inspect the table. The technician tested the function and articulation of the table and could not duplicate the reported event; no repairs were required. All wires and cords were found to be intact and properly connected. Additionally, the technician did not observe any evidence of charring or discoloration on any wires or components located within the table. While onsite, facility personnel requested that the technician replace the table motor and control batteries. The 3080sp surgical table operator manual states (pg. 6-6), "all motor and control batteries are sealed, lead-acid gel electrolyte-type, with a nominal life of four years". It is unknown if the facility has ever replaced the table motor and control batteries since the installation of the table in 1996. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that a plume of smoke emitted from their 3080sp surgical table at the start of a patient procedure. No report of injury or procedure delay. The procedure was completed successfully.